Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
During a ssl the capio device split in two parts. After an x-ray a taper dart could be identified in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). A DHR review could not be conducted since the lot number was not provided. A failure mode duplication could not be conducted at this time, due the complaint states an interaction with capio device, which is a device from customer (boston scientific) and not from teleflex plant. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
During a ssl the capio device split in two parts. After an x-ray a taper dart could be identified in the patient. The patient's condition was reported as fine.